Event description:
On (B) (6), 2010, the reporter/patient's spouse contacted lifescan (lfs) alleging that lay user/patient's one touch ultralink meter was displaying inaccurate high results compared to another meter. The medical surveillance specialist (mss) reviewed the customer care advocate (cca) documentation and spoke with the reporter on (B) (6), 2010 to classify this case. The patient's wife informed the mss that her spouse went to their bedroom to take a nap at about 2 pm. The cca documented that the patient manages his diabetes with insulin (self adjuster). The reporter stated that her husband usually tests his blood glucose prior to napping. The reporter did not know what reading the patient obtained from the subject meter prior to napping, but stated that she suspected it was in normal range or her spouse would have told her otherwise. At approximately 5:30 pm, the patient's wife passed by their bedroom and found the patient incoherent, twitching, and clammy. The reporter stated that she quickly treated the patient with 1 unit of glucagon shot. Five minutes later at 5:35 pm, the reporter claimed that she tested the patient's blood glucose on the subject meter and obtained results of "128 and 101 mg/dl". The patient's spouse stated that she decided to call the emergency medical services (ems) since the patient's symptoms did not improve. The reporter claimed that the ems arrived within a few minutes and tested the patient's blood glucose on the ems meter which displayed a result of "45 mg/dl". Based on statistical methodology, the calculated difference of the glucose results between the subject and ems meters exceeds the expected value of <=30% and/or 30 mg/dl. At 6 pm, the reporter stated that the patient was treated by the ems with a two tubes of glucose gel. The reporter stated that the ems stayed in the patient's residence for about an hour until the patient's blood glucose level reached over "80 mg/dl". During a troubleshooting session, the cca documented that the patient was using an approved sample site and was using a correct technique to obtain a glucose reading from the subject meter. The cca walked the reporter through a quality control test on the meter and the meter did not pass. Replacement meter and supplies were sent to the patient. This complaint is being reported because the reporter claims that the patient obtained inaccurate high readings on the subject meter, developed serious diabetic symptoms, and required acute medical intervention for a condition suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.